Event description:
It was reported to boston scientific corporation that a sensor urological guidewire was used during a cytoscopy procedure. (Patient date of birth, age at time of event, and weight are unknown). According to the complainant, after the guidewire had been inserted through an open-ended catheter into the scope, an approximate 2 inch portion of the tip was visualized as having broke off into the patient. The physician spent about 45 minutes attempting to retrieve the fragment from the patient but was unsuccessful. The physician decided to leave the fragment inside the patient. The fragment was visualized in the ureter on a follow up x-ray two weeks later. There were no complications noted and the patient condition is good.